Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the leak, infection and blood patch was the patient was to follow up with the healthcare provider. No further complications were reported regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving fentanyl (75 mcg/ml at 699.4 mcg/day) drug via an implanted infusion pump. It was reported the patient had nothing but problems with the drug infusion system. It was noted the patient stated to swell right after the implant surgery, there was a leak and "4 inches stuck out like a bone." The hcp did a blood patch and the area around the device got infected and never healed for 5 months. The hcp kept scrapping it out but the infection wouldn't heal so another hcp gave the patient some medicine with a different medical approach and then it finally healed. The doctor told the patient the nerve receptors were dead but the patient believed the implanted device was sitting on a nerve so patient couldn't bend over or stand up straight. The patient noted they were in more pain now than ever before. The rep was going to follow up with their hcp and get back to the patient.